Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with over 200 units. Additionally, it was reported that prior to the minimum fill message, no drops of insulin were seen at the luer lock during a fill tubing step. A new cartridge was successfully loaded to address the event. The customer's blood glucose (bg) level was 500 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.